Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead was pulled back and became contaminated. The lv lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events were dislodgement and device contamination. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.